Event description:
Case description: since last submission the case has been updated with the following: expected date of follow up / final report has been updated as investigations of the returned device are still ongoing.

Event description:
Case description: investigation results: name: novopen echo, batch number: kvg1x12. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Since last submission case has been updated with the following information: -malfunction updated to no and is non reportable updated to yes. -investigation result updated for novopen echo. -imdrf code updated for novopen echo. -relevant fields updated in EU/ca for novopen echo. -narrative updated accordingly. Final manufacturer's comment: 27-oct-2023: the suspected device novopen echo has been returned to novo nordisk for evaluation. Upon examination of the returned device, it was found that device was functioning as intended. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. Patient reported a serious health problem due to the problems with the pens. Patient felt sick and needs urgent replacement of faulty pen. It was not clear whether it is due to chronic complications of hyperglycaemia. Additionally, relevant information on medical history, final diagnosis, treatment given, action taken with novopen echo and outcome of the events are unavailable for complete assessment. H3 continued: evaluation summary: novopen echo, batch number: kvg1x12. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Case description: investigation results: name: fiasp flextouch 100 u/ml 1x3ml, batch number: mzf3g94 visual examination and functional testing was performed. The returned device was found to function normally. When using a new needle there was no problem in using the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The rubber membrane was bulging. This indicates that the cartridge had an incorrectly attached needle, blocked needle, or no needle attached to the pen when trying to dose. Therefore, delivery issues could potentially have been experienced the dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Chemical analysis, including ph testing, of the returned sample(s) was performed. All the results/and notes were as expected and within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Since last submission case has been updated with the following information: -investigation result and imdrf codes updated for fiasp flextouch. -narrative updated accordingly company comment: general physical health deterioration is assessed as unlisted event, hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in fiasp flextouch. Relevant information on medical history, final diagnosis, action taken with fiasp flextouch and outcome of the events are unavailable for complete causality assessment. The investigation of the returned sample showed that device was functioning as intended. No irregularities related to the complaint were detected. This single case report is not considered to change the current knowledge of the safety profile of fiasp flextouch. Final manufacturer's comment: 20-nov-2023: the suspected device novopen echo and fisap flextouch has been returned to novo nordisk for evaluation. Upon examination of the returned device, it was found that device was functioning as intended. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo and fiasp flextouch and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. Patient reported a serious health problem due to the problems with the pens. Patient felt sick and needs urgent replacement of faulty pen. It was not clear whether it is due to chronic complications of hyperglycaemia. Additionally, relevant information on medical history, final diagnosis, treatment given, action taken with novopen echo and outcome of the events are unavailable for complete assessment.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient had a serious health problem due to the problem with the pens [general physical health deterioration] novopen got stuck and is no longer delivering the desired dose [device mechanical issue] fiasp flextouch locking in the selected dose [device mechanical issue] blood glucose rose considerably, reaching a maximum peak of 400mg/dl [blood glucose increased] case description: this serious spontaneous case from brazil was reported by a consumer as "patient had a serious health problem due to the problem with the pens(general physical health deterioration)" with an unspecified onset date, "novopen got stuck and is no longer delivering the desired dose(device mechanical jam)" with an unspecified onset date, "fiasp flextouch locking in the selected dose(device mechanical jam)" beginning on 23-jun-2023, "blood glucose rose considerably, reaching a maximum peak of 400mg/dl(blood glucose increased)" beginning on 23-jun-2023, and concerned a 680 months old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", fiasp flextouch (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication", patient's height: 162 cm . Patient's weight: 58 kg . Patient's bmi: 22.10028960. Dosage regimens: novopen echo: fiasp flextouch: medical history was not provided. Concomitant products included - fiasp penfill(insulin aspart) solution for injection, 100 iu/ml on an unknown date, patient said that novopen echo pen which is used with fiasp penfil was got stuck and was no longer delivering the desired dose. Because of this, patient purchased a fiasp flextouch pen, but that also had a defect, locking in the selected dose. Patient reported that of using new needle per application, did not kept the needle attached after use and the product was not frozen. The patient also reported that of using the product for approximately 2 years, within the expiration date. On 23-jun-2023, due to this problem with the pens, patient's blood glucose rose considerably, reached a maximum peak of 400mg/dl. On an unknown date, patient saw physician and received unspecified treatment. On an unknown date, the patient reported a serious health problem due to the problem with the pens and felt very sick. Batch numbers: novopen echo: kvg1x12. Fiasp flextouch: mzf3g94 . Action taken to fiasp flextouch was not reported. The outcome for the event "patient had a serious health problem due to the problem with the pens(general physical health deterioration)" was not reported. The outcome for the event "novopen got stuck and is no longer delivering the desired dose(device mechanical jam)" was not reported. The outcome for the event "fiasp flextouch locking in the selected dose(device mechanical jam)" was not reported. The outcome for the event "blood glucose rose considerably, reaching a maximum peak of 400mg/dl(blood glucose increased)" was not reported. No further information was available. Company comment: general physical health deterioration is assessed as unlisted event, hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in fiasp flextouch. Relevant information on medical history, final diagnosis, action taken with fiasp flextouch and outcome of the events are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of fiasp flextouch.